Event description:
The catheter was inserted into the pt in 2005. The catheter pulled back 1 1/2 cm with 5 extra cm remaining. The catheter was coiled and taped over the body of the catheter and was secured with tegaderm dressing. An x-ray was performed the next day to confirm that the catheter was in the correct position. The catheter was redressed a day later and an x-ray of the lungs was performed. The catheter was found in the right atrium of the pt. The pt became restless and was turning blue and his heart rate was very low. They tried to ventilate him and he did not respond. The dr checked the x-ray and had to perform a pericardial synthesis to remove the catheter. The pt is in good condition.